Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported when he inserted his sensor this morning he removed the needle hub after insertions, but the sensor electrode came out with the needle. Customer still tried to use the sensor, but it would not link to his insulin pump. Customer was advised the device needs to be replaced. Customer's blood glucose was 139 mg/dl. Nothing further reported.